Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken. Broken part missing unable to confirm if customer received sensor damage due to customer returned the sensor opened/used.

Event description:
It was reported via phone call that, the customer received with sensor error. It was reported that the sensor might have broke inside the body. The blood glucose was unknown at the time of the incident. The sensor will be returned for analysis.